Manufacturer narrative:
According to the customer contact, on (B)(6) 2023 "a raytec (medline) was used inside the abdomen, went in whole, came out shredded". Due to this, the pieces had to be removed "in bits". It was reported that this led to prolonged surgery. A sample was requested to be returned for evaluation.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Gauze shredded in patient cavity.